Event description:
Early 70¿s male with history of chronic kidney disease, diabetes, hypertension, coronary artery disease and severe aortic stenosis. Procedure: diagnostic heart cath with percutaneous transluminal coronary angioplasty. Ivus catheter would not display image (black) upon entering into the catheter. Trouble shooted by removing catheter and flushed- still no image. Ivus removed and another one used with good images. No known harm to patient. Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter). Will obtain.